Manufacturer narrative:
Additional information provided in h.11. Upon follow up information it was confirmed that the involved suspect was used on the same patient during the same surgery. Hence all the further information would be reported under new mfg report num 9612169-2025-01365. No further information is expected under this mfg report num 9612169-2025-01190. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the surgery completed with replacement lens of same model and diopter.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the haptic was broken. Additional information has been requested. There are two medical device reports associated with this file. This file is 2 of 2.